Event description:
Allegedly, device implanted in left side failed due to corrosion at the neck-stem junction, creating pain and physical impairment. All products revised.

Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.